Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the personal therapy manager (ptm) displayed a poor communication icon for the ¿last couple months¿ prior to the call date of (B)(6) 2019. She has been having a hard time getting her boluses. Sometimes it takes her 30-45 minutes or an hour to connect to her pump because she gets the poor communication screen. The issue has progressively gotten worse. She knows she hasn't "over done" her boluses because she only does them a few times a day. She has to "hunt" for the pump to try and connect. Her pump was implanted in her hip, but she has noticed that the pump has moved/turned slightly, which started ¿3 months or something ago.¿ she finds the pump "better in some spots." Troubleshooting done prior to the call consisted of attempting to use the ptm with the antenna. Troubleshooting done on the call consisted of attempting to communication with and without the antenna. The placed the ptm/antenna over pump, and did not move ptm/antenna from pump site until they heard the ptm stop beeping. The ptm only works without the antenna. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. An email was sent to repair for a replacement antenna. There were no symptoms reported. There were no further complications reported/anticipated.